Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include, but are not limited to improper endoprosthesis placement and branch vessel occlusion or obstruction.

Event description:
On (B)(6) 2018, the patient was implanted with two conformable gore® tag® thoracic endoprostheses to treat a thoracic aortic dissection. During the procedure, the physician reportedly intended to implant the proximal gore® tag® device with its partially uncovered stent placed in the ostium of the left subclavian artery (lsa). After the proximal device was implanted, intra-procedural angiography reportedly showed that blood flow to the lsa had decreased, indicating the sealing cuff of the proximal gore® tag® device had partially and unintentionally covered the lsa. A bare metal stent was implanted in the lsa, and it was confirmed that the blood flow was recovered. The patient tolerated the procedure.